Manufacturer narrative:
¿The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.¿

Event description:
It was reported that the arctic sun device was getting low flow . The patient was put on hypothermia mode. Nurse stated that the device was getting a low flow alert (alert 02) and had already changed the neonatal pad but still was getting a low flow alert. At that moment the patient temperature was 32.6c, water temperature was 28.9c, flow rate was 0.3-0.4l/minute and inlet pressure was -4 psi. The event log still showed alert 113 (reduced water temperature control) and alert 02 (low flow). Ms&s advised the nurse to disconnect the pad and reconnect it using proper recommended techniques and then the patient temperature was 32.5c, water temperature was 29c, flow rate was 0.4 l/minute and inlet pressure was -7 psi. The water level showed two bars. So ms&s recommended the nurse to get another arctic sun device and send this one labeled as alert 113 to biomed for troubleshooting. Also advised to save this pad to return to field assurance. Lot # was not currently available. Nurse stated that the pad was left to manager. The therapy was continued on a second device.

Event description:
It was reported that the arctic sun device was getting low flow . The patient was put on hypothermia mode. Nurse stated that the device was getting a low flow alert (alert 02) and had already changed the neonatal pad but still was getting a low flow alert. At that moment the patient temperature was 32.6c, water temperature was 28.9c, flow rate was 0.3-0.4l/minute and inlet pressure was -4 psi. The event log still showed alert 113 (reduced water temperature control) and alert 02 (low flow). Ms&s advised the nurse to disconnect the pad and reconnect it using proper recommended techniques and then the patient temperature was 32.5c, water temperature was 29c, flow rate was 0.4 l/minute and inlet pressure was -7 psi. The water level showed two bars. So ms&s recommended the nurse to get another arctic sun device and send this one labeled as alert 113 to biomed for troubleshooting. Also advised to save this pad to return to field assurance. Nurse stated that the pad was left to manager. The therapy was continued on a second device. Per additional information received by the fa specialist on 09may2020, the nurse continued therapy with a different device, but used the same neonatal pad with lot number, ngdz2984. The second device gave an alarm 113 on (B)(6)2020 and the pad was then changed. Additional information was received on 01jun2020 via a medwatch that both devices were evaluated by the facility biomed department and the failures were unable to be duplicated. Both devices reportedly passed functional tests and were placed back into service. The risk manager reported on 02jun2020 during a follow-up phone call that the neonate was able to reach target temperature on the second device, without issue, after the pad was changed out. The risk manager also reported that the newborn expired on (B)(6)2020 during the rewarming phase of therapy and stated the death was not device related. The cause of death documented in the medical record was respiratory failure secondary to bacterial sepsis and ischemic encephalopathy. The risk manager reported other medical diagnoses included neonatal bradycardia and ventilator dependency.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The reported event could not be confirmed. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." Corrections: a2, a3, a4, d4, d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned